Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 days. Review of the submitted system controller log files confirmed the reported low speed events, pump stoppages, and elevations in pump power/estimated flow; however, a specific cause for the interruptions in pump function and elevated parameters could not be determined through this evaluation. The log file contained approximately 9.5 days of data from (B)(6) 2016 at 18:56 to (B)(6) 2016 at 7:04. The fixed speed was changed several times throughout the beginning of the log file and then remained at 9200 rpm from (B)(6) 2016 at 2:08 to (B)(6) 2016 at 7:04 with the low speed limit (lsl) set to 8800 rpm. From (B)(6) 2016 at 2:08 to (B)(6) 2016 at 2:32, the pump appeared to be operating normally with no reductions in pump speed below the lsl and no atypical alarms captured. Pump power appeared to remain overall stable throughout this timeframe, ranging from about 5-7 watts. At (B)(6) 2016 at 21:03, moderately elevated pump power values above 8.5 watts were captured and then at (B)(6) 2016 at 3:29, the pump speed briefly dropped below the lsl to 7480 rpm and a low speed operation flag was active. This low speed event was associated with an elevation in pump power up to 10 watts. Pump parameters appeared to go back to baseline following this event and then another transient low speed operation event occurred when the pump speed dropped below the lsl to 8570 rpm at (B)(6) 2016 at 10:40. Subsequently on (B)(6) 2016 at 12:42, three low speed events leading up to a transient pump stoppage were captured, resulting in low speed advisory/hazard alarms and correlating with elevated pump power values up to 16.6 watts. From the first recorded low speed event to the motor stopped event, 5 seconds had passed per the timestamp. Consistently elevated pump powers up to values over 10 watts were observed following this low speed/pump stoppage event until the end of the log file. The elevations in pump power correlated with elevations in estimated flow up to values over 11 lpm. In addition, several additional reductions in pump speed below the lsl were observed and a second low speed/pump stoppage event was captured on (B)(6) 2016 at 11:31, resulting in low speed advisory/hazard alarms. Eighteen total low speed operation flags and 3 total motor stopped flags were active in the log file when the fixed speed of the pump was set to 9200 rpm. The low speed events captured in the log file occurred on both the power module and batteries while the pump stoppages both occurred on batteries. The patient remains ongoing on lvad support and no additional events have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that 2 pump stoppages occurred on (B)(6) 2016 while the system controller was connected to batteries. The patient was asymptomatic. The system controller log files reviewed by the manufacturer¿s technical services representative showed that the momentary pump stop was caused by a high current event. Also observed was an increase in pump power which occurred at this time. Based on the fact that the patient was just recently implanted, it was believed that this pump stoppage was not driveline related. Several additional pump speed drops occurred on (B)(6) 2016. It was reported that clinically, the patient did not have any signs of thrombus. A system controller log file reviewed by the manufacturer¿s technical services representative showed that the momentary pump stoppage was caused by a high current event. Also reviewed were submitted x-ray images which were unremarkable. By (B)(6) 2017, the issue had reportedly resolved. The patient was reportedly still having some high flows but was not experiencing any further decreases in pump speed or pump stoppages. The patient¿s x-ray images, echocardiogram, and CT scan reportedly looked good. No further issues were reported. On 12oct2017, during the manufacturer¿s investigation of the submitted system controller log files, the captured low speed/pump stoppage events did not appear consistent with a high current event.